Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. According to the clinical, placement signal not reliable alarms occurred. The pump was turned down to p-2 and placement signal monitoring was disabled as troubleshooting measures. A chest x-ray confirmed pump position to be unchanged. The pump was returned to p-6. It was also noted that at some point during the case the patient had been kicking his legs. The impella access site was the left femoral. The pump was not removed due to this issue. Product evaluation confirmed electrical and optical parameters were within specification. Dp sensor drift was also reproduced in a bucket of water in the lab. Data log analysis confirmed dp sensor drift occurred before placement signal went out of spec with loss of flow metrics. However, once the flow metrics returned, they continued to drift downwards with noisy placement signal. Additionally, placement signal unreliable alarms were also recorded. The cause of the placement signal issue was dp sensor drift. A trend chart was pulled for placement signal sensor drift complaints with rp flex pumps from 9/25/22-9/25/23 and confirmed this was the only occurrence, so no trend could be established. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the device exhibited optical signal issues. The patient expired while on support.